Manufacturer narrative:
H3: product analysis: part # nav7426001, lot # ca21j102 visual and optical inspection confirmed the instrument has a small section of displaced material/galling on the o.d. Of the shaft. Functional check with a sample nav tracker confirmed the drill bit was able to attach but bind when spun in the tracker. It appears that the material is displaced, and the areas of positive displacement are causing the attachments to get hung on the instrument¿s shaft. The damage appears to have been caused by the bending of the driver when under a load when attached and spinning in the tracker. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a si fusion procedure. It was reported that the instruments broke. The instruments got stuck in the navigated nav locks. They would not spin while using the powerease. They also had indentions on the shafts. Instruments came in contact with the patient. There was no patient symptom reported. There were no further complications reported regarding the event.